Manufacturer narrative:
H10: the parent record was reopened following an email request for correction. According to the email, 'the third line of this complaint is unnecessary, as the customer mentions two affected units.' Based on additional information received quantity affected change from four to two. Supplemental MDR will be submitted to reflect this change.

Event description:
During the import inspection of bd-047, some crushed boxes were identified. Item c08293 - 50-9050a came missing 3 boxes ((B)(4) units), in addition to (B)(4) units of the same item with damages. Additional information received on 19 aug 2024: please indicate the number of crushed boxes. 2 boxes. Additional information received on 21 aug 2024: was the peritx catheter kit/tray damaged during transportation? We are unable to say when the products were damaged, whether it occurred during transportation or if they left the factory that way. If so, what is the total number of occurrences/quantities associated with damaged trays? Damaged trays: (B)(4) units. Missing trays: (B)(4) units (3 boxes).

Event description:
During the import inspection of bd-047, some crushed boxes were identified. Item c08293 - 50-9050a came missing 3 boxes (30 units), in addition to 2 units of the same item with damages - was the peritx catheter kit/tray damaged during transportation? We are unable to say when the products were damaged, whether it occurred during transportation or if they left the factory that way. - if so, what is the total number of occurrences/quantities associated with damaged trays? Damaged trays: 2 units. - missing trays: 30 units (3 boxes). - please indicate the number of crushed boxes. 2 boxes.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: four photos sample were provided to our quality team for evaluation. During visual inspection, it was observed that the boxes and trays have sustained significant damage; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001562439 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization record for was reviewed, no issues were observed and there was no damage reported. Based on the available information we are not able to identify a root cause at this time. A notification will be sent to the distribution center to raise awareness. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a020701. Patient problem code: f27.

Event description:
During the import inspection of bd-047, some crushed boxes were identified. Item c08293 - 50-9050a came missing 3 boxes (30 units), in addition to 2 units of the same item with damages. - was the peritx catheter kit/tray damaged during transportation? We are unable to say when the products were damaged, whether it occurred during transportation or if they left the factory that way. - if so, what is the total number of occurrences/quantities associated with damaged trays? Damaged trays: 2 units. - missing trays: 30 units (3 boxes). - please indicate the number of crushed boxes. 2 boxes.